Event description:
It was reported that t:slim x2 pump housing was damaged at usb port and pins, which affected ability to charge and led to pump shutdown, with the caller unsure how the damage occurred and suggesting normal wear and tear. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.